Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer, inspected the user facility's five v-pro max sterilizers, and found no issue with the function, or operation of the units. The technician did not experience any irritation while operating the sterilizers. No repairs were required, and the sterilizers were returned to service. No additional issues have been reported.

Event description:
The user facility reported that employees felt eye irritation while unloading their v-pro max sterilizers. No medical treatment was sought, or administered.